Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2023-04955. It was reported the patient lost effective coverage due to s2 drg leads having migrated. As such, the patient underwent surgical intervention where the leads were replaced with a new ones restoring therapy.